Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("a small portion of coiled wire is identified, 1 cm in length and less than 1 cm in diameter."), uterine perforation ("extrusion of essure coil through the wall of the uterus on the patient's right side.") And device expulsion ("patient had an essure coil protruding from the right fundus of the uterus") in a female patient who had essure inserted for female sterilisation. The patient had a medical history of parity 3, pregnancy, chronic cervicitis, multi gravida, uterine fibroid and pelvic pain. The patient had a family history of prostate cancer. On (B)(6) 2008, the patient had essure inserted. An unknown time later she experienced device breakage (seriousness criteria medically important and intervention required), uterine perforation (seriousness criterion intervention required) and device expulsion (seriousness criterion intervention required). The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. The reporter considered device breakage, device expulsion and uterine perforation to be related to essure administration. The reporter commented: discrepancy noted: removal date as per argus (B)(6) 2017 as per mr: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2016: a coiled wire is identified in the anterior portion of the fundus, 7 cm in length and less than 0.1 cm in diameter. Left tube: a small portion of coiled wire is identified, 1 cm in length and less than 1 cm in diameter. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2017, 3197 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus & cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("a small portion of coiled wire is identified, 1 cm in length and less than 1 cm in diameter."), uterine perforation ("extrusion of essure coil through the wall of the uterus on the patient's right side.") And device expulsion ("patient had an essure coil protruding from the right fundus of the uterus") in a 38 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of parity 3, pregnancy, chronic cervicitis, multi gravida, uterine fibroid and pelvic pain. The patient had a family history of prostate cancer. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2016, 2862 days after essure insertion, she experienced device breakage (seriousness criteria medically important and intervention required), uterine perforation (seriousness criterion intervention required) and device expulsion (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage, device expulsion and uterine perforation to be related to essure administration. The reporter commented: discrepancy noted: removal date as per argus on (B)(6) 2017. As per mr: on (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2016: a coiled wire is identified in the anterior portion of the fundus, 7 cm in length and less than 0.1 cm in diameter. Left tube: a small portion of coiled wire is identified, 1 cm in length and less than 1 cm in diameter. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: mr received : event -"medical device removal updated to device breakage" reporters information patient medical history and surgical pathology reports were added. Product removal date and rcc updated, device expulsion and uterine perforation. New events are added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2017, 3197 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.